Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) encoder flex is out of specification. Printed circuit board (pcb) screws, main pcb, battery flex, and heart lead flex are corroded. Battery release, lead flex cover, release spring, and display are contaminated. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. The ring is bent.

Event description:
It was reported the external pulse generator (epg) was returned to the manufacturer for repair due to moisture in the chamber. The epg was returned for repair. No patient involvement or complications were reported.